Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode and ceramic separated as one piece but still attached to the active rod. The jaws were in good physical condition. Upon visual inspection under magnification it was noted that the ceramic had a piece partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The jaw was not broken with the exception of the electrode issue. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device.

Event description:
It was reported that the jaw broke on the device during an unknown procedure. No patient consequences. Device to be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.